Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis revealed that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that prior to implant, the lead had a helix screw deployment issue. The physician felt that the lead helix screw did not predictably deploy. The lead was not used for implant and a new lead was implanted. No patient complications have been reported as a result of this event.